Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this pacemaker system exhibited oversensed noise, inadequate pacing treatment, and suspected loss of capture (loc) on the right ventricular (rv) lead. The patient experienced more than two seconds without ventricular pacing, and because of the noise, technical services (ts) was unable to determine whether intrinsic r-waves were present. No additional adverse patient effects were reported. This device remains in service.